Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), and the backlight inverter pcb's were upgraded. The unit passed all testing and operates within the manufacturing specifications.

Event description:
Customer reported a burning smell coming from the ventilator while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.